Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the product displayed an e-1 error code. It was further reported that this happened during a case. There was no delay nor harm to the patient.